Event description:
After performing a diagnostic catheterization on patient with unknown past medical history, the physician successfully closed the arteriotomy with the closer tsl 6 fr. Device. The patient presented with inflammation 1 week post cath. The inflammation was found to be due to a staph infection. Patient underwent surgical suturing of the artery and was discharged the next day. No further injury was reported.